Manufacturer narrative:
3m espe rec'd this report on july 14, 2015 and has attempted to obtain more specific information. However, because the reported events happened sometimes between 2013 and 2015 and because the dentist was not willing or able to provide additional information, patient-specific reporting is not possible. Since this event involved three medical devices, three manufacturer reports are being submitted.

Event description:
A dentist reported that 2-3 patients had need for endodontic treatment. These patients had dental restorations made from 3m espe lava ultimate cad/cam restorative for cerec, which were seated with 3m espe relyx ultimate cement and 3m espe scotchbond universal adhesive. The reporting dentist indicated that leakage at the margin led to caries under the crown. Because the events occurred during the time period of 2013 to 2015, no further patient-specific information was available.